Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the endoeye video scope gave a black screen after a few minutes into a therapeutic herniotomy inguinalis laparoscopy procedure. The image could not be restored. The procedure was completed using a similar device after a brief delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and due to a correction required. Updated fields: b5, d8, h2, h3, h6, h11. Corrected field: h4 (inadvertently in the previous emdr the date was not typed) the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video cable broken, cut on the video cable protector, fibre bonding in the outer tube area (distal end) was damaged, sharp edges on the outer tube (distal end). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore the image is not displayed. The most probable cause of the malfunctions traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.